Event description:
Customer reported potential false negative urine hcg result with pss consult hcg urine cassette 25t vs. Serum test. Customer reported a potential false negative urine hcg result when patient came into the office. The lab manager was contacted by technical service rep and was told that the patient had tested at home using a home pregnancy test kit (brand unk). This test was done in the early morning and gave a positive result. The patient came into the office around noon and testing with the pss consult test gave a negative result. A serum test was performed the same day and confirmed an early pregnancy (result not known).

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control, three high level hcg urine controls, and six clinical positive samples. All results were positive at read time. No false negatives were obtained. Root cause could not be determined from the info provided. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.